Manufacturer narrative:
Device was designed and manufactured according to specifications. Additional investigation is still ongoing.

Event description:
The patient underwent a bi-sagittal split osteotomy of the mandible. Post-operative it appeared the occlusion did not match the planned outcome, while during surgery no occlusion discrepancies were detected. The patient needs revision surgery, surgery not yet planned.

Manufacturer narrative:
Final report: guides were designed according to specifications but were not placed according to the plan during the surgery.

Event description:
The patient underwent a bi-sagittal split osteotomy of the mandible. Post-operative it appeared the occlusion did not match the planned outcome, while during surgery no occlusion discrepancies were detected. The patient had revision surgery.